Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model, soluscope serie3 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [December 2th, 2019] pseudomonas aeruginosa and klebsiella pneumoniae (total: 63 cfu/100ml). [December 5th, 2019] pseudomonas aeruginosa and klebsiella pneumoniae (total: 74 cfu/100ml). [December 10th, 2019] instrument channel : unspecified microbes (2 cfu). Auxiliary water channel : unspecified microbes (35 cfu/100ml). Suction channel : klebsielle pneumoniae (530 cfu). Air/water channel : unspecified microbes (213 cfu/100ml). The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4).(B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.